Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 2 false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "material no: 441385 serial no: (B)(6) it was reported that 2 false positives occured"

Manufacturer narrative:
Investigation: it was reported that false positives after power surge (instrument top bactec fx, material no. 441385, serial no. (B)(6)). Ac power had been lost prior to the ttd for both and temperature fluctuations were also observed. No definitive cause can be determined but the power and temp issues could have contributed to the false positives. The complaint is not confirmed as a failure of bd product. The root cause is related to "power and temp issues". No new risks or hazards were identified and no corrective actions were required. Bd quality will continue to monitor trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 2 false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "material no: 441385. Serial no: (B)(4). It was reported that 2 false positives occured."